Event description:
On (B)(6) 2026, a 79-year-old female patient prepped for a percutaneous inferior vena cava filter implantation procedure in a femoral vein using a denali filter. Prior to the procedure, it was observed that the filter rod was allegedly broken. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the denali femoral storage tube and touhy borst adapter. The filter storage was seen connected to touhy borst adapter. The pusher catheter was loaded onto touhy borst adapter and pusher wire was seen detached from the pusher catheter. The filter was seen inside the filter storage tube. No other anomalies were noted. Therefore, the investigation is confirmed for the reported detachment as pusher wire was seen detached from the pusher catheter. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a 79 year old female patient prepped for a percutaneous inferior vena cava filter implantation procedure in a femoral vein using a denali filter. Prior to the procedure, it was observed that the filter rod was allegedly broken. The procedure was completed using another device. There was no patient contact.